Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was taken to the emergency room ER) due to a low blood glucose (bg) level that ranged from 12-13 mg/dl, loss of consciousness, and head trauma from being lowered to the floor. . Prior to going to the ER, the customer was found unconscious by the spouse, who immediately administered baqsimi to address the low bg. The paramedics were called and customer was administered intravenous glucose therapy in attempt to resolve the low bg. While in the ER, the customer had a CT scan and additional unspecified tests. The customer was cleared to be released from the ER the same day. The cause of the reported issue was due to the customer inadvertently performed the load sequence while connected to the infusion set site. Tandem technical support (cts) educated the customer to not be connected to the pump during the fill tubing process. Additional information was not provided. Multiple attempts were made by cts to obtain additional information; however, a response from the customer was not received.